Manufacturer narrative:
One smiths medical medfusion was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background test, followed by secondary acu watchdog failure alarm was recorded in history. During analysis, the reported issue could not be duplicated. Service replaced the speaker as a preventive measure, performed power up process and preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure / primary audible alarm background test. No adverse effects were reported.